Event description:
It was reported that a pericardial effusion and hypotension occurred.a left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were selected. A pigtail wire was advanced through the was and was advanced into the laa. The pigtail was advanced more distally into the appendage as transesophageal echocardiography (tee) noted the pigtail was not in the correct lobe. The 24mm closure device was chosen, however, as the physician prepped the device, the patient experienced a notable drop in blood pressure between 60 and 70 mmhg. An effusion sweep was performed, which showed a small pericardial effusion located anteriorly around the right atrium and slightly into the right ventricle that grew slightly larger after 5 to 10 minutes. A pericardiocentesis was performed and approximately 500cc of sanguineous fluid was drained. Tee confirmed the mitigation of the effusion. The patient was then extubated and transferred to the post anesthesia care unit for recovery. The patient was hemodynamically stable in the cardiac care intensive care unit. The patient was discharged home two days post procedure.